Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2024-00208.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2024-00208.

Manufacturer narrative:
(B)(4). D10: 00500104428 item name liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells; lot # 65537646, unknown head. G2: foreign: malaysia. Multiple MDR reports were filed for this event, please see associated reports 0002648920 - 2024 - 00046. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Event description:
It was reported that when assembling the final shell and liner with the metal head, there was a defect in the liner. The metal head was pushed into the liner with a little difficulty. It was unable to be inserted by hand and had some damage when trying to snap in. 30 minutes were spent trying to assemble the device. Everything was snapped into the patient after malleting really hard which may have damaged the mechanisms inside. The metal head was not running as freely as it should be. There is no additional information available at the time of this report.